Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Left ventricular lead breakage was reported. The patient suffered from unstable angina and left ventricular dysfunction. There were no symptoms of heart failure, no more ventricular dysfunction and no elevation of troponin was seen. There were no significant coronary lesions. The physician assessed this event as unlikely related to the patients medical history. The patient was hospitalized. Left ventricular lead was explanted.